Event description:
During index procedure, the patient had one endeavor sprint rx drug eluting stent implanted to the proximal rca and one endeavor sprint rx drug eluting stent implanted to the mid lad. Approximately, 11 months post index procedure, patient had pneumonia and died. Death was reported as cardiac death. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
Evaluation, results and conclusions: inherent risk of procedure - (death).